Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels (300-400 mg/dl). Reportedly, pump settings may need to be adjusted. Customer delivered a correction bolus via the pump to stabilize blood glucose levels. Recommendation was made to discuss diabetes management with their health care professional.